Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed, but the root cause could not be determined. One video of a 4fr sl groshong catheter was returned for evaluation. The video was inspected and the following observations were made. The catheter is indwelling in the patient. The clinician is holding the catheter tubing in between their thumb and index finger at what appears to be the 41cm depth marker. At the start of the video a white bead of liquid is present on the exterior of the catheter tubing in between the 35cm and 36cm depth markers. As the video progresses, the clinician presses their two fingers together causing the liquid inside the catheter to flow toward the patient. As the fluid flows, the bead of liquid originally on the catheter exterior trickles down the catheter tubing and a new bead of liquid forms at its starting location. This indicates that a tear is present in the catheter tubing. However, the video does not provide enough detail to determine how the tear formed. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause.

Event description:
It was reported tube leaks at the decompression sleeve of the extension tube. Reopened a packet of 7655405 and re-fixed it with the extension tube inside. No other information was provided.

Event description:
It was reported tube leaks at the decompression sleeve of the extension tube. Reopened a packet of 7655405 and re-fixed it with the extension tube inside. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.